Manufacturer narrative:
Initial reporter name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was infusion difficulty into foley catheter during use.

Event description:
It was reported that there was infusion difficulty into foley catheter during use.

Manufacturer narrative:
The reported event was confirmed cause unknown. Inspected the exterior of the catheter and did not find any evidence of a failure that would support the reported event. Inflated the catheter using returned syringe and observed leakage from the catheter valve. Observed water was leaking out from the valve and cap. Dismantled the cap and valve of the catheter and observed valve was damaged. However, the exact cause of how and when the problem occurred could not be determined. The reported event is confirmed as unknown cause. A potential root cause for this failure mode could be due to crack or crushed valve caused by incorrect air pressure setting for valving. The labeling and instructions for use were found to be adequate. A review of the device history record did show the affected date code 5eb126 show 0 percent rejection in process scrap related to crack or damage valve. Lot file review was performed on the lot and does not indicate any reject or rework associated with this issue. Therefore, no additional action is required at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.